Event description:
The customer reported to baxter (B)(4) regarding the 250ml eva bag in which the neck of bag is splitting at the side causing leakage. No additional information is available. There was no patient involved. There was no patient injury or medical intervention necessary.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. The bag was inflated with air and leak tested under water with no leaks observed. For this reason, the bag was filled with water and left hanging on a stand for more than three hours. No leaks were observed. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.